Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after a coronary interventional procedure. Reportedly, when the plunger was removed, no sutures were attached. A cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss event was not confirmed. However, an anterior needle to cuff detachment occurred, which can appear similar to a cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. The cause was most likely related to the operational context at time of device use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.